Event description:
It was reported that the patient experienced lightheadedness and tingling under their arm. It was noted that the right ventricular (rv) lead exhibited an impedance issue and non capture. A fracture was confirmed and the lead was programmed off. The right atrial (ra) lead exhibited confirmed fracture, undersensing and high impedance. The ra lead was reprogrammed, furthermore the rv lead and the ra lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.